Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient alleged experiencing elevated blood glucose after the pump was exposed to x-ray. The pump user guide instructs the patient not to expose the pump to x-ray, CT, or MRI. No conclusions can be made at this time.

Event description:
The patient reportedly experienced elevated blood glucose values to 29 mmol/l with frequent urination. The patient reported that the pump was exposed to x-ray on (B)(6) 2011; customer support advised the patient not to expose the pump to x-ray. The patient reported hat prior to the x-ray, his blood glucose was controlled between 6 and 12 mmol/l but since the x-ray exposure his blood glucose has been between 10 and 29 mmol/l. The patient reported trying to increase the total daily dose from 40 units to 50 units and again to 67 units but this had no affect on the patient's blood glucose. The patient reported changing site and set and three days and was using a new vial of insulin. This report is made based on the allegation that the patient experienced hyperglycemia while using pump therapy after the pump was exposed to x-ray.